Manufacturer narrative:
Inspected one opened/used enlite sensor and found sensor cannula bent inside sensor base. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating sensor did not connect to their ipro2. The patient's blood glucose was unknown at the time of the call. The customer realized that there was no electrode when the sensor was extracted from the body. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. The customer sent the sensor back for analysis.